Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was able to be confirmed. The modular cable (lot number: 6945833) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 hours ((B)(6) 2023 from 09:08:11 ¿ 17:49:09 per timestamp). Driveline communication fault alarms were active on (B)(6) 2023 from 09:08:11 ¿ 16:54:19 due to comm_a faults. The onset of the alarms was not captured in the log file; however, the alarms cleared once the driveline exchanged. The driveline was disconnected at 16:54:19. The driveline was reconnected at 16:54:54 and no faults activated. The driveline was again disconnected at 16:55:17 and the controller was shut down at 16:56:51. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6) 2023 stated the alarms resolved after the modular cable was exchanged, and no products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable (lot number: 6945833) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E4: medwatch (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had called with regards to driveline (dl) communication fault alarms. A patient family member changed the controller to the backup without cessation of alarms. The patient was instructed to come into the hospital. They were admitted on (B)(6) 2023 and history was downloaded and sent to abbott engineers. Kub was performed and showed positive for multiple areas of possible damage to multiple wires. Vad coordinator exchanged the modular cable and controller with cessation of alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was able to be confirmed via the submitted log file. The reported event of damaged wires in the modular cable was not confirmed. They stated that an x-ray was performed and showed positive for multiple areas of possible damage to multiple wires. There were no pictures of the damage provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10: corrected. Medwatch (B)(4) no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline communication fault alarms on 03nov2023 where the patient disconnected the driveline from the system controller and connected to the backup system controller. Shortly after, the patient connected back to the original system controller. The original modular cable was replaced with a new one with the patient's backup system controller on 04nov2023 around 18:00 without issue. It was noted that the patient had no reported symptoms. Log files were submitted for review. The log file displayed intermittent driveline_comm_fault / (f19) com_a_fault alarms beginning on 03nov2023 at 20:13 through 04nov2023 at 08:13; the log file was set to record hourly. It appeared the system controller was recently connected on 03nov2023 around 20:13 and it appeared the driveline communication fault alarm cleared on 04nov2023 around 09:13-12:13 which was the remainder of the log file history. Follow-up log files were submitted for review. The follow-up log file captured driveline_comm_fault / (f19) com_a_fault alarms beginning 04nov2023 0908 - 1654. It appeared the driveline was disconnected from the system controller on 04nov2023 around 16:54. It was noted alarms have not returned after replacing the modular cable and system controller. Related manufacturer reference number: 2916596-2023-07894 (system controller).